Event description:
Covidien received information stating that an 840 ventilator generated a ventilator inoperative error code. The customer was not able to confirm if the ventilator was in use on a patient at the time the malfunction occurred.

Manufacturer narrative:
The receipt of additional information has determined that the error code referenced in this complaint occured during system start-up. When this error occurs during system start-up, the syterm is rendered completely inoperable. In such a circumstance, patient use is not possible. This issue no longer meets the criteria for MDR reporting. This is not a reportable event.

Manufacturer narrative:
A covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The tse recommended replacement of the breath delivery unit (bdu) printed circuit board (pcb). The customer has requested for a covidien customer support engineer (cse) to evaluate the device. The evaluation/repair has not been completed.(B)(4)